Manufacturer narrative:
The device was evaluated upon return to the service center. It was determined that the ccd camera assembly was the root cause of the event. The colonoscope was repaired and returned to the facility.

Event description:
It was reported that the middle screen lost image during a colonoscopy. The case was completed using another endoscope. No patient injury was reported.